Manufacturer narrative:
H6: updated. H3: one sample was received as well as eight photos. The sample was visually and functionally tested and the customer reported complaint was able to be confirmed. The root cause of the issue is unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient came for cadd pump removal and the patient stated the pump was beeping yesterday. Per reporter, the patient noticed a white substance on the bag, and upon removal today it appears that the pump leaked. Clinically the oncologist has been contacted and a plan of care is in engaged. The registered nurse and oncologist examined the pump and nothing appeared to have come disconnected at the tubing sites. Per reporter, it almost looks as if this happened from inside the pump itself. This event occurred while use with the patient at home. No patient harm/adverse event reported.